Manufacturer narrative:
The reporter¿s phone number was not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the control unit was not functioning and was defective. It was further determined that the motor and controller was defective and did not function proper and the bearing was damaged. It was further determined that the device failed pretest for check the triggers and electronic control unit (ecu) function, check switching function and check the off/osc/on switch mode function. However, the assignable root cause could not be determined. If additional information should become available; a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(4) that the small battery drive device would not turn to the left side. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.